Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) middle insulation breached; proximal segment is received and analyzed. Outer insulation melted near generator end.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No information was provided as to why the device was replaced. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.